Event description:
It was reported that "dr was in the process of implanting thor screws into the plate when he started to experience toggle with the driver. He looked at the tip of the driver and noticed that it had broken, causing the screw to loose fixation and toggle. I grabbed another driver from a second thor set to finish the case."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.